Event description:
It was further reported that the patient presented at the time of the index procedure with ccs class iii stable angina. On the date of the index procedure, the patient had a temporary pacemaker placed due to bradycardia. The temporary pacemaker was removed after five days. The patient was discharged 16 days post index procedure with ccs class ii stable angina. Corrected information stated that the index procedure was 80mm in length, not 86mm. The index lesion was 90% stenosed, not 82% as initially reported and residual stenosis was 0%, not 20%.

Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report #: 2134265-2010-02772, 02774, 02775. (B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed restenosis. The index procedure treated a de novo, 3.0x86mm, 82% stenosed lesion in the moderately tortuous, severely calcified distal rca (right coronary artery). Treatment consisted of predilation, placement of four overlapping taxus express2 stents (2.5x24mm, 3.0x32mm, 3.0x24mm, 3.0x12mm), and post dilation resulting in 20% residual stenosis. The stents were well expanded on ivus (intravascular ultrasound). Medications prescribed were bayaspirin and plavix. The patient returned in (B)(6) 2010 with stable angina and 90% restenosis of the distal rca was noted. The 3.0x10mm lesion was treated with placement of another manufacturer's stent resulting in 0% residual stenosis. The patient was hospitalized for seven days and discharged in improved condition. The investigator assessed the event as definitely related to the taxus stents.